Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an issue: pump repeats unload tubing error and tubing sensor out of tolerance was reproduced as the pump was falsely detecting a loaded tube at load point 2 and was alarming to remove the tubing despite not having a tube loaded. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an out tolerance tubing sensor. This occurred during programing/ setup. There was no patient involvement. No additional information is available.